Event description:
During device inspection, physio-control observed that it would not turn on ac or dc power. There was no pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control replaced the main control keypad assembly and modem cable assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed keypad assembly at the failure analysis center and observed some of the conductive material of the on switch flaked off. Even though the power failure was not duplicated, the observed problem could cause a power on/off problem. Further eval of the modem cable assembly found no power issue discrepancies.